Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the return of their parkinsons disease motor and non-motor symptoms. Attempts to reprogram the dbs were made however were unsuccessful. It was noted that the lead was in an anatomical location outside the subthalamic nucleus, which caused the ineffective therapy per the physicians assessment. The patient underwent a procedure wherein the dbs lead was explanted. The patient did well post-operatively.

Manufacturer narrative:
Section d6b explant date and section b5 describe event or problem: updated from previous report.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the return of their parkinsons disease motor and non-motor symptoms. Attempts to reprogram the dbs were made however were unsuccessful. It was noted that the lead was in an anatomical location outside the subthalamic nucleus, which caused the ineffective therapy per the physicians assessment. The patient underwent a procedure wherein the dbs lead was explanted and a new lead was implanted. The patient did well post-operatively.